Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-02723 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced physical pain and suffering and sustained permanent injury as a result of the implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.